Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) was isolated to the battery housing connector j2 pin 2 being bent. The cause for the bent j2 pin was physical abuse. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.